Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported issue of over infusion was not identified by the tech support during the customer call. Customer confirmed the issue of infusion completed in two hours was a user error.

Event description:
It was reported that the pca modules was programed to infuse over four (4) hours however the infusion completed about two (2) hours. Customer confirmed this was a user error. Customer declined investigation. There was patient involvement, but no patient harm.